Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument and instrument data, the cse determined that the customer replaced the integrated multisensor technology sensor and checked the diluent syringe for leakage as instructed by the siemens technical solutions center. The cause of the discordant sodium and potassium results is unknown. The cse successfully ran patients and qc. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant sodium (na) and potassium (k) results were obtained on one patient sample on a dimension exl with lm instrument. The initial na and k results were not reported to the physician(s). The same samples were repeated on an alternate instrument and those results were sent to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na and k results.